Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was under general anesthesia duing the procedure. Right groin access was obtained. Access sheaths and transseptal sheaths were implanted. Heparin was administered, and transseptal access was obtained. The amplatzer torqvue 45x45 delivery sheath was advanced over the amplatzer wire. The amplatzer wire was removed, and the pigtail catheter was advanced into the laa. A contract injection was performed. The 25mm amulet occluder was prepared on the table with continuous flush from a pressure bag. The pigtail catheter was removed, then the touhy was removed, and the loader was then connected via wet-to-wet connection with the torqvue delivery sheath. No bubbles were seen around the device in the loader. The flush from the touhy was stopped and backbleeding was performed from the sheath into the loader to confirm no air was present around the device. The forward flush was turned on and continued until the 25mm amulet occluder was advanced to the tip of the sheath at 9:40 am. Two minutes after the amulet device was introduced, st elevations were observed (9:42 am) due to probable air embolism. A slight decrease in blood pressure was also observed. The amulet occluder was inspected for leaks in all transesophageal (tee) views and released from the delivery cable. No air was visualized in the patient, and the pulse oxygen was 100% during the time of the st elevations. The st elevations began to resolve at 9:53, 11 minutes after the st elevations were first observed. The st elevations completely returned to baseline 15 minutes after first observations. No aspiration was performed during the procedure. The air was believed to have originated from the amulet loader. A left heart catheterization was performed, and no acute coronary obstructions were visualized. The patient left the procedure room in stable condition, and the patient was discharged later that day. No additional information was provided.

Manufacturer narrative:
An event of st elevations due to probable air embolism and a slight decrease in blood pressure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.